Manufacturer narrative:
The product was not requested for manufacturer laboratory investigation as the failure is known and was investigated in a similar complaint. The investigation results of the similar complaint (B)(4) are as follows: maquet cardiopulmonary gmbh received the product for investigation. A visual inspection was performed in the laboratory of the manufacturer. Thereby the reported failure could be confirmed. Furthermore a DHR review was conducted for the lot 70106595. There was no rework or scrap record performed during production activities. Moreover, a complaint review was performed for the lot 70106595. There is one another customer complaint registered in our system with another failure description. The most probable cause of the failures found is excessive physical force during transport. Based on the similar complaint investigation "package was damaged in transit" could be confirmed. A trend review was performed. 18 similar complaints were found. Due to this no systemic issue could be determined. Furthermore a DHR review was conducted for the lot in question. There was no rework or scrap record performed during production activities. The product was not used for patient treatment. The event has been reported with a delay due to our retrospective examination of the record. At the time (2019-01-08) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
According to the initial complaint report customer received hls disposable which damaged packaging. No patient was involved. Complaint ID: (B)(4).